Event description:
It was reported that the head end lift was elevated and would not lower due to the lift power coil cable being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.